Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral valve in valve (20mm sapien 3 in 23mm medtronic mosaic surgical valve) in the aortic position, the delivery system balloon ruptured during the inflation of the 20mm sapien 3 valve. The balloon ruptured once it reached the end of deployment, however, the 20mm s3 valve was able to be successfully deployed in a 90:10 aortic position. There was no report of pvl or central ai. Upon removal of the delivery system, the ruptured balloon was unable to be inserted back into the esheath for removal. When the balloon reached the arteriotomy it could not be removed. The esheath and delivery system were then removed as a unit and the surgeon then had to perform a femoral cutdown in order to remove the balloon. A patch was placed in order to repair the vessel and the patient left the operating room in stable condition.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation.  During preliminary engineering evaluation, the delivery system was observed to have been returned inserted through the loader cap, fully inserted through sheath, and was returned in the default position.  A full radial separation was observed of the entire length of inflation balloon separated and returned in an individual bag.  No balloon pieces appear to be missing.  The distal tip and nose tip were attached to the delivery system a2018-nd the spring appeared to be stretched. The sheath expanded as designed and no liner tear or distal tip damage were observed. The balloon shaft was cut at the crimp balloon to remove sheath off the delivery system. Investigation is ongoing.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation.  The device underwent visual and dimensional analysis.  The returned delivery system was visually inspected for abnormalities.  The balloon spring was stretched out, the inflation balloon had a radial burst, the balloon shaft had a kink due to packaging, no balloon pieces appeared to be missing and a piece of the inflation balloon that had separated was returned along with the delivery system.  No relevant functional testing could be performed due to the condition of the returned device (burst balloon).  During dimensional inspection a single wall dimensional inspection of the inflation balloon was performed.  Balloon single wall thickness was measured along the radial burst.    All measurements met specification.   During manufacturing process, the delivery system and balloon were visually inspected and tested throughout the product verification process.  The balloons were 100% dimensionally and visually inspected for the following:  1) critical drawing specifications, including working length, balloon diameter, proximal / distal ids, proximal leg od, and double wall thickness measurements.  2) inspected for kinks, bends, scratches, gel spots, crow¿s feet, fish eyes, deformation and contamination.  3) inflation balloon components used for the work order were burst tested under a sampling plan.  The balloon size was inspected.  The inflation balloon was also visually inspected for distorted/pinched folds following the pleat and fold process.  The balloon underwent 100% final inspection by both manufacturing and quality for visual defects such as device damage (e.g. Kinks, cuts), distorted/pinched folds, wrinkles or waviness, and fold lines on the inflation and crimp balloon.  The devices were 100% leak tested.  Post leak test, the balloon covers and inflation balloon were inspected for any damage.  Testing was performed on sampling basis during product verification testing: visual inspection was conducted prior to functional testing for physical defects such as kinks and cracks, and loose or missing components. In addition,  the burst pressure of tested units was measured and the system retrieval force was calculated.  Samples testing results met specifications. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint a device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. Review of the lot history revealed no other similar complaints.  Review of complaint history from april 2017 to march 2018 revealed similar returned complaint devices for the edwards commander delivery system (all models and sizes).  No manufacturing non-conformities were identified.  The commander delivery system and esheath instructions for use, the device prepping manual, and the training manual were reviewed for guidance related to the reported complaint.  No IFU and training manual deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed for ¿balloon burst¿ and ¿delivery system ¿ withdrawal difficulty - through sheath¿.  Review of manufacturing mitigations and device dimensional testing revealed no indication that a manufacturing non-conformance contributed to the complaint.  A review of complaint history, the applicable DHR, and lot history did not reveal any indications that a manufacturing non-conformance was the source of the complaint, and a review of the IFU and training materials revealed no deficiencies.  There are several factors that may have contributed to the balloon burst during deployment.  Over inflation of the balloon, due to residual fluid from de-airing or from the addition of excessive volume during inflation, may have caused the balloon to burst.  Similarly, if the rated burst pressure was exceeded, the balloon would likely have burst.  For this reason, the commander delivery system instructions for use outlines the appropriate inflation parameters for each size balloon. Deployment into a calcified valve and/or a prosthetic valve also carries the risk of a balloon burst. If the calcification on the native leaflets or the previously implanted valve impinges on the balloon during deployment, it can cause a non-uniform stress distribution around the circumference of the balloon. This can contribute to a burst.  Available information supports that the burst balloon likely resulted in difficulties withdrawing the delivery system.  A burst balloon can drag or catch onto the sheath distal tip during retrieval and contribute to the difficulty retracting the device through the sheath shaft which supports that additional manipulation/force was applied in order to withdraw the system.  Alternatively, other patient/procedural factors that can contribute to difficulty retrieving a device include the following: patient vascular calcification / vascular tortuosity, sheath insertion angle, coaxiality of the device being retrieved and position of the flex tip on the delivery system during retrieval (procedure instructs to ensure flex tip is still over the triple marker).  As such, the root cause for the delivery system withdrawal difficulty through sheath can likely be attributed to patient/procedural factors.  Available information therefore suggests patient and procedural factors likely contributed to the complaint events. No manufacturing non-conformances were identified during evaluation.  Available information suggests that patient/procedural factors most likely contributed to the complaint events.  No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rates do not exceed the march 2018 control limits for the failure modes.  Therefore, no corrective or preventative action is required.